Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during work, the staff found that the device kept alarming and could not be shut down properly, and the ventilator was stopped. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during work, the staff found that the device kept alarming and could not be shut down properly, and the ventilator was stopped. No patient harm or consequences reported.